Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Material#: 305180. Batch#: unknown. Verbatim: at xx we have now had at least 4 noted coring with solumedrol in the ed. As mentioned, not the same lot, but definitely happening. We just found out about the recall from pharmacy, so not sure what our options are as far as product. Additional information: the events occurred on 2/2, 2/3 and 2/21. We do not have product lot numbers from 2/2 and 2/3, as they were reported by nursing after medication given and wrappers were not saved in the ed. Below is an image from one of the occurrences from the early feb events.

Manufacturer narrative:
(B)(4) follow up. It was reported there was noted coring. As no physical sample, picture sample, or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. There are current quality controls in place to detect this type of defect during the production process. Based on the limited investigation results, a cause for the reported incident could not be determined. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis. Examination of the product involved may provide clarification as to the cause for the reported failure.

Event description:
No additional information received.